Manufacturer narrative:
The investigation determined that a non-repeatable false low vitros glu result was obtained for a patient sample processed on the vitros 5,1 fs system. Vitros alt and glu precision testing demonstrated the vitros 5,1 fs system was operating as expected. There was no evidence found to suggest an analyzer or reagent malfunction contributed to the false low result. The investigation suspected the sample involved was not processed in accordance with the sample collection device manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined.

Event description:
The customer observed a single non-repeatable, false low vitros glucose (glu) result for a patient sample processed on a vitros 5,1 fs chemistry system. A false low result of < 20 mg/dl vs. A correct result of 118 mg/dl was obtained. The false low vitros glu result was detected and not reported from the laboratory. However, a biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. There was no allegation patient harm. (B)(4).